Event description:
It was reported the wire was hard to advance in the patient through the introducer needle. The device was replaced. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one catheter and guide wire assembly for analysis as a part of this complaint. An additional catheter and guidewire tubing was returned for analysis, but it is being assumed that the second set of components were used to successfully complete the procedure. The kink in the guide wire measured 665mm from the proximal tip. The overall length of the guide wire measured 686 mm which is within the specification of 678-688 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.795 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Dimensional analysis of the needle could not be performed as it was not returned for analysis. Signs of use were observed on the returned components. Visual analysis revealed that the guidewire was kinked towards the distal j-bend. The distal j-bend appears misshapen but intact. Microscopic examination revealed that both welds are present and appear full and spherical. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle. The guide wire was also passed through the returned catheter. The guide wire passed through all components with minimal resistance. Functional analysis of the needle could not be performed as it was not returned for analysis. A manual tug test confirmed that both welds are secure and intact. A device history record review was performed, and a potentially relevant finding was found. Upon further review, it was determined that this finding is not relevant to the reported defect. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of a kinked guide wire was confirmed by investigation of the returned sample. The guide wire contained one kink/bend towards the distal j-bend. The needle was not returned for analysis. The guide wire passed all relevant dimensional and functional requirements, and a device history record review revealed no findings relevant to the reported defect. The appearance of the damage is consistent with unintentional user error, but without the needle returned for analysis, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported the wire was hard to advance in the patient through the introducer needle. The device was replaced. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).